Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The reported patient effect of foreign body in patient as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. Based on the available information, the reported entrapment of device (clip caught on chordae) appears to have been a result of challenging patient anatomy. The reported patient effect of foreign body in patient appears to have been a cascading event of the reported entrapment of device (clip caught on chordae). There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report clip entanglement. It was reported that this was a mitraclip procedure performed to treat functional mitral regurgitation (mr) with a grade of 4. The first clip was implanted without issues. To further reduce mr, a second clip was advanced to the mitral valve, however the clip interacted with the overdeveloped papillary muscle and got caught on chordae. Troubleshooting was unsuccessful, the clip could not be freed. After 30-40 minutes of unsuccessful troubleshooting, the clip was implanted in chordae. The final mr was grade 2. There were no adverse patient effects and no clinically significant delay during the procedure. No additional clips were attempted to be implanted as there was no more room on the valve. No additional information was provided.